Event description:
The customer reported via phone call that she went into diabetic ketoacidosis last night. Customer stated that her health care professional was requesting to have the pump replaced. Customer declined troubleshooting because she does not feel well. Customer declined to return the pump and will call back to complete troubleshooting when she feels better. Customer's blood glucose was 497 mg/dl at the time of the incident. Customer's current blood glucose was 180 mg/dl. Customer was hospitalized on (B)(6) 2015 for high blood glucose. Customer stated that the boluses that were being delivered were ineffective. Customer is still in the intensive care unit. Customer was wearing the pump at the time of the hospitalization.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.